Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker produced alerts for both right ventricular (rv) lead and right atrial (ra) lead pacing lead impedance measurements that were out of range. Technical services (ts) analyzed the presenting electrogram (egm) and found a flat cardiac response. There were two stored signal artifact monitor (sam) the day prior to the call with minute ventilation (mv) noise and oversensing. Additionally, there was an atrial tachy response (atr) episode with noise on both ra and rv channels with loss of capture (loc) . It was noted that this pacemaker had been interrogated on the same day as these episodes with normal measurements. Further investigation revealed that this device had been explanted and replaced at normal device change out, but was still communicating with the patient's communicator. No additional adverse patient effects were reported.